Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the post procedure and cleaning for return, it was discovered on check out of the set that the tip of the drive shaft was broken. This was not noticed during the procedure and the operation was completed without complication and sufficient bone graft was obtained. It can¿t be certain that this drive shaft was the one used in this particular procedure or that it had been damaged during prior use. There was no evidence of faulty device during procedure and sufficient graft was obtained. Images have not been obtained to ensure there is no metal left in the patient. Product occurrence was not relevant to the health of patient or user. There was no delay of surgery. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, no diagnosis. Additional product code for this report includes; hrx. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received by a (B)(4) facility on (B)(6) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition this device 314.743 lot 15803-01 was received with the distal working area completely broken off. The broken pieces were not returned. The entire shaft has light circumferential score marks. The ria drive shaft, sterile tube and reamer head are used in concert with the synthes ria. A drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity. This complaint is confirmed and the design was updated on 11/09/2007 which changed the ria drive shaft helix component from 304 stainless steel to 316l stainless steel with kolsterization which improved strength. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that (B)(4) manufactured the drive shaft, minimum 520mm length, for use with ria, p/n 314.743, lot # 15803-01 by (B)(4) manufactured p/n 314.743, lot # 5873442 (repacked by synthes as lot # 6170571). The rework was ¿etch ¿ce¿ mark and passivate per es0057¿. The certificate of compliance (dated may 4, 2011) indicates lot # 15803-01 was passivated per the synthes drawing number 314.743, revision ¿k¿. Lot # 15803-01 was inspected and conformed to the synthes incoming final inspection tabulated sheet # 314fi741, revision ¿a¿. (B)(4) parts were released to the warehouse on may 09, 2011. Lot # 5873442 : the certificate of compliance (dated september 4, 2008) indicates lot # 5873442 was manufactured and conformed to specifications, per the synthes drawing number 314.743, revision ¿h¿. Lot # 5873442 was inspected and conformed to the synthes incoming final inspection tabulated sheet # 314if741, revision ¿j¿. (B)(4) parts were released to the warehouse on september 09, 2008. There were no complaint-related issues, mrrs, or ncrs associated with these lots (15803-01, 6170571 or 5873442). The drive shaft was manufactured to the synthes tabulated drawing number 314.741, revision ¿h¿, released on august 7, 2007, with addition of ¿ce¿ mark per synthes tabulated drawing number 314.741, revision ¿k¿, released on march 29, 2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.